Event description:
The facility reported a colleague infusion pump with a failure code of 550:320:844:0000. The event was reported to have occurred upon power up in central supply. According to the hospital representative a patient was not involved. No patient injury or medical intervention had been reported related to the device. The root cause of this condition was determined to be a disconnected speaker harness, indicating that the device failed to audibly alarm for this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a 550:320:844:0000 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be a damaged/disconnected speaker harness. The speaker harness was repaired and reconnected to resolve this issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.